Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: 1 sample of easy pump leaked during compounding of ganciclovir (cytotoxic agent). Sample disposed of in accordance with hazardous substance protocols. No patient injury.

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. A batch record review for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Although no specific conclusion can be drawn in regards to this specific complaint, in order to prevent further occurrences of this nature, the manufacturer has changed their inspection process to have 100% inspection for cracks at the filling port. They are also in the process of implementing new production machinery and evaluating how to optimize their production process for the filling port. If additional information becomes available, a follow up report will be submitted.